Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer entered the incorrect time into the pump for daylight savings. The customer's blood glucose level was 327 mg/dl. Reportedly, the customer corrected the time on the pump to address the event.